Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06057. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and prolift was implanted. It was reported that patient underwent revision of mesh on (B)(6) 2012 by dr. (B)(6) at (B)(6) hospital due to pain, urinary incontinence and recurrent uterovaginal prolapse. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.